Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head fell off/round head came off from the stem into mouth - oral-b [device breakage]. Case narrative: 43-year-old male consumer via phone stated that the round head of the oral-b toothbrush refill fell/came off from the stem into his mouth. No injury was reported.

Event description:
Head fell off/round head came off from the stem into mouth - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: 43-year-old male consumer via phone stated that the round head of the oral-b toothbrush refill fell/came off from the stem into his mouth. No injury was reported. On 19-dec-2024: product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
On 19-dec-2024: product investigation results: product was identified as a non-genuine oral-b product, it was not manufactured under p&g control.